Manufacturer narrative:
Investigation: "bd received photos and samples from the customer facility for investigation. The samples were evaluated and no issues were found. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes failed to migrate. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986, batch no. 9129954. It was reported that 2 sst tubes failed to migrate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes failed to migrate. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986, batch no. 9129954. It was reported that 2 sst tubes failed to migrate.